Manufacturer narrative:
Investigation of the customer's issue included a review of the complaint text, complaint activity, trending reports, device history records and labeling. Additionally in-house retained kit testing of the complaint lot was completed. Return testing was not completed as returns were not available. Data and information provided by the customer was reviewed and support the complaint issue without indication for any additional issue. Trending reports for the alinity I hbsag qualitative ii confirmatory assay were reviewed and did not identify any trends related to the complaint issue. A review of device history records did not identify any non-conformances or deviations associated with the customer¿s issue. Labeling was reviewed and sufficiently addresses the complaint issue. Performance testing was performed using an in-house retained sample of the complaint lot. Testing met acceptance criteria; therefore, the lot is performing as expected. Based on this investigation, no systemic issue or deficiency was identified for the alinity I hbsag qualitative ii confirmatory reagent lot. Additional information section a1: the customer provided secondary sample ids for each sample. Sid 71 = (B)(6) sid 73 = (B)(6) sid 77 = (B)(6).

Manufacturer narrative:
This report is being filed on an international product, alinity I hbsag qualitative ii confirmatory, list 8p11-22, that has a similar product distributed in the us, list number 8p11-21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier: multiple = (B)(6). Patient information: no further information was provided. This incident was also reported for the alinity I hbsag qualitative assay, refer to 3008344661-2021-00193.

Event description:
The customer observe false positive alinity I hbsag and hbsag confirmatory results for multiple patients. The following results were provided: sid (B)(6): (B)(6) 2021 original 1, 3.31, 3.30 s/co; unknown date 97% neutralized; (B)(6) 2021 repeat 0.67 s/co. Sid (B)(6): (B)(6) 2021 original 1.1, 2.82 and 2.74 s/co; unknown date 103% neutralized; (B)(6) 2021 repeat 0.6 s/co. Sid (B)(6): (B)(6) 2021 original 2.5 s/co, retests reactive not provided s/co; unknown date 98% neutralized; (B)(6) 2021 repeat 0.61 s/co. The customer confirmed the results with roche cobas which matched the (B)(6) 2021 negative results. No impact to patient management was reported.